Manufacturer narrative:
(B)(4).

Event description:
Patient underwent hip procedure on (B)(6) 2011. During the procedure, the surgeon attempted to insert and impacted the acetabular liner four times into the shell; however, the liner would not lock into the shell. The surgery was completed using another acetabular liner that was on hand with no injury to the patient or delay in the surgery.